Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were getting repeating calibration not accepted alerts due to high blood glucose level. Blood glucose level at the time of incident was 428 mg/dl and was treated with insulin pump. Troubleshooting did not resolve issue. Product will not be returned for analysis.